Manufacturer narrative:
Explanted date 2015.

Event description:
A report was received that the patients ipg was not working well and had charging issues. The patient underwent an explant procedure and no further information could be obtained.